Manufacturer narrative:
(B)(4). A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Manufacturer narrative:
(B)(4). This complaint was confirmed for damaged transfer set mainbody. In this case no functional problem was observed during the plant evaluation, however, a visual crack and flaking was confirmed. The root cause is uncertain. The lot number is unknown; therefore, a batch review cannot be performed. Renal quality engineering will continue to track and trend these complaint reports and take corrective and preventive action as appropriate.

Event description:
This is an international complaint where some cracks on the light blue main body of the transfer set were noticed after use 30 days. There was no disinfectant use on the set by patient or doctor. There was patient involvement but no patient injury or medical intervention was reported along with this complaint.